Manufacturer narrative:
The insulin pump received with intermittent button response on all the buttons due to flattened button dome switches (creased). No unlocked lcd keypad connector during visual inspection. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that buttons were unresponsive. It was reported that the act button was hard to press. The customer's blood glucose was 98 mg/dl at the time of incident. The insulin pump will be returned for analysis.